Event description:
On (B)(6) 2011 a vns implanting surgeon reported that a vns pt had an mrsa infection in the neck and needed to have her leads explanted. The pt's generator has already been explanted since 2007. The surgeon reported that the pt went to see an ent physician because of an abscess in her neck. When the pt's generator was removed in 2007, the surgeon went up into the neck as far as possible and cut the lead, however a wire was left sticking out which caused the area to become infected with an abscess. They found out that the infection was mrsa and they decided to remove the leads. On (B)(6) 2011 the pt's lead was explanted. Attempts for product return will be made. According to the surgeon, the issue is now resolved. X-rays were taken prior to the pt's lead removal however a copy of them has not been sent to the MFR at this point. On (B)(6) 2011 the lead DHR was reviewed and all items were signed off prior to distribution. If add'l info is received, it will be reported.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for the lead prior to distribution.